Manufacturer narrative:
The insulin pump was received with missing reservoir tube retainer, missing reservoir tube o-ring and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the retainer ring had fallen from around the reservoir compartment. Customer's blood glucose was not given. Advised that the insulin pump would need to be replaced. The insulin pump will be returned for analysis.